Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Based on the results of the investigation, it is likely that the following led to the malfunction: the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Inspection of the endoscopic image: confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative customer reported to olympus on behalf of the customer that the endoeye flex deflectable videoscope video was not displayed (image does not appear) when connected during the intended therapeutic laparoscopic pyloric gastrectomy procedure. The issue was found during inspection for use. The intended procedure was completed with another similar device. There were no delays or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: had poor high-frequency insulation due to stress on the imaging cable, due to damage on charge-coupled device unit, insulation resistance value does not meet the standard value, protector of the video cable section, the universal cord, the video connector, the video connector case, the light guide cover, the light guide connector, the right/left lever, the switch1, the angulation lever, the lock engagement lever, the right/left plate, the up/down plate, the grip, the control unit all have a scratch, the adhesive on the bending section cover has a chip, the light guide connector is deformed, and due to damage on lock engagement (fe) lever(sp), bending section cannot be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.